Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via medtronic representative report that the customer's insulin pump inappropriately suspended; the patient's sensor glucose was 60 mg/dl and her blood glucose was over 90 mg/dl. The customer declined transfer to the 24 hour product helpline since the sensor was now reading more accurately. No products were returned or replaced.